Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of high elecsys vitamin d assay patient results tested on a cobas 6000 e 601 module. The customer supplied the vitamin d results for 149 patients, of which 8 were also tested on a diasorin liaison. Of the 8 patient results, 2 were erroneous. For patient #1 the initial vitamin d result from the e601 was 17.87 ng/ml. The repeat result from the diasorin liaison was 8.67 ng/ml. For patient #2 the initial vitamin d result from the e601 was >70 ng/ml. The repeat result from the diasorin liaison was 39.3 ng/ml the customer stated that based on the patients¿ clinical statuses the doctor expected the vitamin d results to be lower. The initial results were reported outside of the laboratory. There was no allegation of an adverse event. The calibration and qc results for vitamin d were acceptable. The customer retested external controls and the results were comparable. The vitamin d reagent lot was 255965 with an expiration date of 30-jun-2018. The investigation is currently ongoing.

Manufacturer narrative:
Patient #2 sample was sent in for further investigation. Vitamin d testing was performed on a cobas e601 using vitamin reagent lot 255965. The vitamin d result was 65.47 ng/ml. This result is lower than the 70 ng/ml result the customer obtained but is still higher than the value measured by the liason, 39.3 ng/ml. The investigation is currently ongoing.

Manufacturer narrative:
Further investigation showed that the vitamin d result from the diasorin liaison, 39.3 ng/ml, was comparable to result from a liquid chromatography-tandem mass spectrometry (lc-ms/ms), 45.2 ng/ml. The high recovery on the cobas e601 could have been due to an interference of other vitamin d metabolites. Protein based interferences such as heterophilic antibodies can be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The raw data from the cobas e601 was provided for the initial vitamin d result for patient #2. The initial vitamin d result was >70.00 ng/ml, with a data flag.